Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary artery (rima), the left internal mammary artery (lima), and an accessory artery off the left subclavian artery using a pod packing coil (packing coil), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully embolized the rima and the lima. The physician then placed the lantern into an accessory artery distending downward from the left subclavian artery. While advancing a pod packing coil (packing coil) out of the lantern and into the target location, the physician experienced resistance. The physician decided to retract the packing coil to reposition the packing coil and the lantern. While retracting the packing coil, it fractured and unraveled in the aorta. The physician then used a snare device to successfully retrieve the remaining packing coil. No fragment of the embolization coil was left in the patient's vessel. The procedure was completed at this point. There was no report of an adverse effect to the patient.